Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. When the left ventricular lead was tested on the pacing system analyzer, the lead exhibited failure to sense and no impedance values could be observed. The physician replaced the lead and completed the procedure successfully. The patient's condition remained stable.